Event description:
The provider alleges the user was driving up a ramp to his vehicle when the chair spun and he hit his arm on the vehicle. The user sustained a fractured arm and required hospitalization.

Manufacturer narrative:
The actual device was evaluated and repaired by the provider. The q610 power chair was approximately four (4) years old and required a new motor and new wire harness from the motor to the joystick control for repair. The power chair was repaired by the provider and returned to the user where it is currently in use. Product evaluated & repaired by provider.